Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard keys were not working. The technical support specialist (tss) rebooted station and recovered, but the issue persisted. The power cable was unplugged and reconnected, with no improvement. A known fix was applied, and the station was rebooted. The customer verified that the keyboard was functioning correctly after testing. The case was kept open for 24 hours for monitoring, and no further issues were reported. The customer confirmed closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half of the keyboard keys were not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.